Manufacturer narrative:
(B)(4). D10: us157850 m2a-magnum pf cup 50odx44id 451910. G2: foreign: canada. Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that the patient had a right total hip arthroplasty. Subsequently, the patient was revised due to aseptic loosening. During the revision the cup was found to be grossly unstable and slightly darker pieced of capsule were noted. The neck and stem were clean and not damaged by corrosion. The cup and head were revised; it is unclear if stem and adapter were revised as only a partial note was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: aseptic loosening of right pth acetabular cup, there is a lot of scarring noted, the cup is found to be grossly unstable and the acetabular base, the neck and stem are clean and not damaged by corrosion, and slightly darker pieces of capsule are found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information available to report at this time.